Event description:
It was reported that the impedance had been normal at subsequent return to clinic. No further relevant information has been rcevied to date. No known relevant surgical intervention has occurred to date.

Event description:
The programming history database review showed that the patient's generator had lower impedance than is typical at implant; however, the available results do not show evidence of impedance values <600 ohms.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that low impedance was detected on the patient's device. X-ray findings received indicated that the lead was grossly intact no further relevant information has been received to date. No known relevant intervention has been received to date.